Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to chronic dislocation. It is also reported that the device was implanted in (B)(6) 1994.

Manufacturer narrative:
Part and lot number are required to review device history records and neither were provided. Product was not returned so no product evaluation could be conducted. This device is used for treatment. The stem was noted to be an s-rom (depuy) the shell was noted to be a sulzer, which was placed in 1994. Review of the generic complaint history for unknown parts identified no additional complaints within three months for the same reported issue or similar complaint category. Part number and/or device brand are not known thus the proper risk document cannot be located for review. No medical records were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part number and lot number are unknown; therefore the device history records or the complaint history could not be reviewed. This device has been in vivo for approximately 12 years, 4 months at the time of revision. This device is used for the treatment of the patient. Revision prep surgical notes, stated that the patient had chronically dislocated since (B)(6) 2006. This also noted that the patient had primary surgery in (B)(6) 1976, had a revision in (B)(6) 1994, and was in a car accident in 2000. It was noted that the patient was pivoting before dislocating. The x-rays in ap pelvic view was noted to show a dislocated left tha. The acetabular cup did not have any screw fixation noted. Revision surgical notes, stated the revision was for chronic dislocations of the left hip. Patient preoperatively had noted to the surgeon that they had been shucking and pistoning due to a shortened leg length. The femoral head was noted to be ceramic. There was rubbing noted along with metallosis on the superior head. It was noted that the liner was quite damaged on the posterior side. The shell was removed to better position for a larger femoral head. No further information about the device was notable. With the provided information a definitive root cause could not be determined for the chronic dislocations.